Event description:
It was initially reported to philips healthcare that the heartstart xl+ "patient panel cannot work and turnoff". Further clarification from the customer, stated the heartstart xl+ failed to shock during patient use with associated error messages. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.